Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 has not audible alarm. No patient adverse events reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the speaker on the pcb was faulty. The power switch and retainer needed an upgrade. In addition, the enclosure was stained red in the water tank, both covers were cracked, and the heater did not pass the electrical tests.the line cord was worn, and the pole clamp handle was broken. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (lack of audible alarm) was confirmed during testing. The product problem occurred because of a faulty speaker on the pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pcb was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.